Manufacturer narrative:
Patient information was not provided by the site. The device was initially evaluated on 18 sept 2019. After disassembly, when attempting to rotate the inner shaft for actuation, the complaint was confirmed. Device would not actuate. It was determined that the device had significant biological buildup within the shaft and that the device blades were stuck in the extended position. The device was soaked and re-evaluated. The device still would not actuate after soaking. The device was sent for cross-sectioning. After cross-sectioning there was slight crepitation while bending the shaft. Slight amount of biological material within the shaft and the blades were slightly exposed . This MDR is being filed due to the potential for patient injury if the blades were stuck in the extended position during use. The heavy amount of biological material could have been the result of the blades being extended.

Event description:
A procedure commenced to extract cardiac leads. A spectranetics 11 fr tightrail was utilized for the procedure. It stopped actuating after some time of use. Handle was not able to be operated. A new tightrail was used to end the procedure successfully.